Event description:
Reportable based on device analysis completed on 09-apr-2015. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery (rca). Pre-dilation was performed with a 1.5x15mm non-bsc balloon. A 24 x 2.75mm promus premier¿ drug-eluting stent was selected to treat the lesion but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is combination product. (B)(4). The stent delivery system was returned for analysis. An examination of the tip section of the device identified that the distal edge of the tip was slightly pinched and jagged in appearance. An examination of the crimped stent identified that the last two distal struts of the stent were stretched out over the distal markerband. The stent was securely crimped onto the balloon. The balloon was visually and microscopically examined and no issues were noted with its profile. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and tactile examination found no issue with its shaft polymer extrusion profile. No kinks or damage was noted along the entire length of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).